Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. This event occurred during and unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer reported that the leakage was from the port and occurred in the pharmacy after compounding was completed. There was no patient involvement. One actual device was received for evaluation. The bag was sliced at the top where the customer likely drained the contents. Visual and magnified inspection were performed which revealed a small tear in the left side edge of the bag. Functional testing was performed which identified a leak from the left side seam in the middle of the bag. The reported condition of leak from the port was not verified, however, a leak in the seam was identified. The cause of the condition could not be determined. A batch review was performed, and it was found that during manufacturing, bags had failed a seal quality test. The cause of the issue was determined to be an operator error. All affected bags were scrapped. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.